Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis 11/15/2013 with the following findings: visible moisture was observed through the display lens during investigation. The display was blank due to moisture ingress. The complaint of the unresponsive keypad buttons was not able to be tested to moisture ingress and the blank display. The keypad cover was removed and no evidence of contamination was found on any button contacts. The ok button contact was found to be inverted. There was no visible moisture corrosion found in the battery compartment. A leak test revealed a display lens leak. The pump cover was removed and moisture was found on various internal components. The audible sound level was found to be below specifications and moisture was found on the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.